Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle remained in the serter during an insertion attempt. The customer reported that the needle portion was stuck in the serter, and she was unable to remove it. Blood glucose level at the time of the incident was 140 mg/dl. The customer was advised that the product would be replaced and agreed to return the serter for analysis.